Event description:
It was reported that a review for a possible atrial fibrillation (af) episode was requested for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) was consulted and discussed stored data. Ts noted this s-ICD system had its smart pass feature disabled due to the patients poor morphology. This device remains in service. No adverse patient effects were reported. At a later date, the patient with this s-ICD system had an arrhythmia for which appropriate therapy was delivered but oversensing was noted during the episode. Additionally, another shock was delivered as inappropriate therapy due to oversensing of the patients signals, with poor morphology noted for the patients rhythm. Technical services (ts) was consulted and discussed stored data as well as the device programmed settings. This device remains in service. No additional adverse patient effects were reported.